Event description:
It was reported that five months after the last device check, the patient presented to the emergency room with complaints of dizziness; the nineteen-year-old implanted pacemaker was found to be at elective replacement indicator (eri); the device was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.